Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor issue occurred. Data was evaluated and the allegation of early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.